Event description:
During device change out, externalized conductors were observed via fluoroscopy. Electrical testing of the lead was normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.